Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted due to excessive annular calcification. A balloon aortic valvuloplasty (bav) was performed and minimally improved the paravalvular leak. A second valve ((B)(4)) was implanted valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was reported that the pvl was due to the excessive annular calcification of the patient.